Event description:
The customer reported via phone call that he had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer stated that they have a backup plan. Customer used a syringe. The customer was advised when they get home to go through a proper infusion set change. The customer does not want to troubleshoot. The customer stated that device programming was checked and all the settings were correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.